Event description:
Pt was treated on 12/12/94 to the glabella. A few hrs after the treatment, the pt developed swelling, tenderness and bruising at the glabella injection site. Over the course of the next two to three days, she developed crusting at the site. The physician prescribed cipro, ibuprofen and topical neosporin (date unavailable). He believed the symptoms represented a vasospasm or possible necrosis. On 3/30/95, the pt was seen with slight erythema and no contour irreguarity or scarring at the glabella. He had not seen the pt since 3/30/95.